Event description:
The intra-aortic balloon catheter was inserted under fluoroscopy without difficulty. The balloon had excellent inflation and augmentation. After 220 mins of pumping, the nurse noticed blood in the extracorporeal tubing indicative of a balloon leak. The pump console did not signal an alarm condition. The catheter was removed.